Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications, but retuned strips from patient were moist. The standby current test is 1.5ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; we received the returned strips from patient (strip lot number:d151125-1) and found the strips are moist. The control solution tests on the returned strips, for level low were 75/76 mg/dl; for level high were 313/295 mg/dl. The request control solution ranges are: level low 25~70 mg/dl, level high 210~310 mg/dl. They were out of the acceptable control range. We tested the suspected meter with in house control solution and retain strips (same lot of strip:d151125-1). The control solution tests for level low are 51/53 mg/dl, for level high are 255/256 mg/dl. All results were within the acceptable control range. Pass. According to above tests, we found the results of incorrect readings might becuase of moist strips. Patient might stored strips in a uncontrolled or improper environment and lead to strips moist and produced incorrect readings.

Event description:
Our importer, (B)(4) received a call on 06/27/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 6:00am. Patient's daughter ((B)(6)) called in stating that the accuracy of the meter was not correct. (B)(6) stated the patient ((B)(6)) was disoriented and had difficulty walking. The reading on the prodigy meter was 300 mg/dl 80 mg/dl and 92 mg/dl. Patient's normal blood glucose reading around the time of day of the event is between 103-104mg/dl. (B)(6) stated she took the end user to the hospital and she was admitted overnight due to readings on meter. Patient's glucose reading upon arrival at the hospital was 57mg/dl. Patient ate and received an injection of dextrose as treatment while at the hospital. (B)(6) was also given a cardiac and enzyme test and also a cat scan. Patient's glucose level prior to discharge was 267mg/dl. Prodigy sent replacement and prepaid envelope requesting return of suspect device.